Manufacturer narrative:
Medwatch number: mw5058357. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast implant surgery procedure with mentor medical device (unk_saline implants (implant date: (B)(6) 2005)) has experienced autoimmune disorder (hashimoto syndrome) two years after implant. This case was not confirmed by a healthcare professional. The patient was required medical device removal. (Explant date: (B)(6) 2015) no further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right implant.